Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements of greater than 200 ohms. When all shock vectors were tested, all were out-of-range. The physician planned a lead replacement procedure. No adverse patient effects were reported.

Manufacturer narrative:
This report will be updated when additional information is received. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements of greater than 200 ohms. When all shock vectors were tested, all were out-of-range. The physician planned a lead replacement procedure. No adverse patient effects were reported. The local distributor representative later confirmed that an invasive intervention was performed, where a connection issue was observed. The lead was properly connected to the device and the impedance issue resolved. No additional adverse patient effects were reported. The lead remains implanted and in service.